Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the reader and damaged usb port was observed. Due to the damaged usb port the reader was not able to be charged and so the reader did not power on. The reader was further de-cased and placed into the reader test fixture to download log. Therefore, issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The customer reported that the low glucose alarm did sound from the device and therefore was not made aware of changing glucose levels. As a result, the customer became sweaty and experienced a loss of consciousness, requiring treatment of sugar and "water syrup" provided by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) was returned and investigated. The reader was visually inspected and reader had been de-cased in previous investigation. Minor damage was observed to the usb port on the returned reader. Reader was successfully communicated with software and observed reader was charging. Damaged usb port does not impact reader functionality and does not contribute to the customers complaint. The isf (interstitial fluid) log was downloaded using approved software. An analysis of the glucose value graph was performed and all alarms presented were for glucose values below of the threshold range. No malfunction or product deficiency was identified. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The customer reported that the low glucose alarm did sound from the device and therefore was not made aware of changing glucose levels. As a result, the customer became sweaty and experienced a loss of consciousness, requiring treatment of sugar and "water syrup" provided by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The customer reported that the low glucose alarm did sound from the device and therefore was not made aware of changing glucose levels. As a result, the customer became sweaty and experienced a loss of consciousness, requiring treatment of sugar and "water syrup" provided by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.